Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) leads both exhibited noise. It was noted that the level of noise on the rv lead was not as big as noise observed on ra lead. The ra and rv leads both remain in use. No patient complications have been reported as a result of this event.